Event description:
Additional information received one week later reported that that the lead and ins location were claimed to be warm during and after recharging. It was noted that after the patient was able to charge, she reportedly never talked about the warm feeling again. It was noted that the issue was not resolved or the cause identified. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient¿s device was explanted. The patient was unable to recharge effectively, therefore, the implantable neurostimulator (ins) was replaced with a non-rechargeable device. The reason for removal was not due to normal battery depletion; the patient was unable to recharge. No patient injury was reported. The patient recovered without sequelae.

Event description:
It was reported that the patient was having difficulty recharging due to lack of telemetry with the implantable neurostimulator (ins) and recharger antenna. It was noted that the patient had one successful recharge since her implant and the patient had to lie down to get it full. It was noted that the device was discharged on the day of the report, but not in overdischarge. It was further noted that the manufacturing representative could read the ins and use the antenna location program with the recharger, but could only get 2 bars with ¿much effort.¿ it was noted that impedance testing was performed. It was noted that a ¿possible relocation of the ins pocket¿ was needed. It was further noted that the patient had a ¿warm feeling on her insides¿ where the lead and ins were located. It was noted that the patient did not have any temperature disruptions during her recharging attempts and success. It was noted that a nurse looked at the ins pocket and lead insertion point and thought ¿they looked good.¿ no report of redness, swelling or open wounds. Additional information received reported that the patient left the physician¿s office with less than 25% charge. It was noted that the patient had enough charge when she left the office to receive therapy. Additional information received reported that the ins pocket revision was scheduled for (B)(6) 2014. Additional information received reported that the ins was raised to a more proximal landing under the skin of the original placement pocket site. It was noted that the ins was interrogated on the field in a sterile manner and revealed all normal impedances and the pocket was closed. It was noted that the ins was empty of energy. The patient was advised to recharge as soon as she could. It was noted that the patient felt a warm sensation around the lead and ins when the system was on.

Event description:
Additional information received reported that the patient was able to fully charger her ins with 6 bars on the recharge efficiency screen.

Event description:
Additional information received reported that there were no complaints since the original complaint. It was noted that the cause of the issue was not identified. It was noted that the physician believed she did not give herself time to heal initially. It was noted that the patient was doing well with the pain relief and recharge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that diagnostic testing was performed. It was noted that there were no issues with impedances. It was noted that the cause of the patient's lower back pain was not identified and the patient may be sent for an MRI. It was noted that the ins had shifted but was "not shifted in the physician's assistant's opinion." No interventions were planned or performed. It was unsure if the patient was receiving effective therapy, the patient's reprogramming in the office was unsuccessful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no anomaly. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore ultra MRI ins, indicating that this ins is working correctly with a recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient was getting 4 bars with the recharger. It was noted that the patient was discouraged but planned to try it for a while. It was noted that there were no other interventions planned at the time of the report.

Event description:
Additional information received reported the patient had new pain in their lower back and they were not happy with their implantable neurostimulator (ins) pocket. The reporter stated they attempted many combinations of contacts to cover the patient¿s low back pain, but they were unable to get coverage. It was noted the patient¿s right leg did not hurt anymore. It was further noted the patient¿s stimulation was only in the front of their legs and nothing in the back of their legs or low back. It was further noted the patient thought the ins had shifted. The reporter stated the patient did not have pain at the pocket, but they were annoyed with the new position. It was noted the patient recharged when they slept and they averaged about six bars. It was further noted the patient was going to be sent for an MRI to see if there was a change.

Manufacturer narrative:
(B)(4).